Manufacturer narrative:
Surgeon began seating the locking screw assembly into the patient and was able to fully seat the screw. The tip of the hex driver sheared off and was cold welded into the screw. Prior to seating the screw, a self centering retractable bone aw1l was used to create a pilot hole.

Event description:
The tcs straight hex driver tip sheared off inside the screw head at the point of contact with the hex drive feature. The tip of the driver was left inside the implant.